Manufacturer narrative:
Batch review performed on 10 may 2023. Lot 176243: (B)(4) items manufactured and released on 10-jan-2018. Expiration date: 2022-dec-17. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed by r&d manager: revision surgery of a gmk sphere implant after 5 years from primary implantation due to tibia sinking/loosening. From visual inspection of the explanted components, we can't identify any anomalies relevant to the event. The lateral side of the tibial insert looks worn out only in the posterior part, so probably the positioning of the tibial component in terms of rotation was sub-optimal. We can note also the color of the tibial insert turned yellow in some portions: this is something that affects only the external surfaces of the insert and is not related to abnormal oxidation of the liner. From visual inspection, there is no evidence that the event is related to a faulty device. Clinical evaluation performed by medical affairs department: about 5 years after primary cemented tka, the tibia plateau tilts backward and requires revision surgery. From the images received, it seems that the bone gave way and was not able to sustain the baseplate any longer for unknown reasons. This case should be classified as aseptic loosening, which is a possible adverse event following tka, described in literature. Other devices involved: gmk-sphere 02.12.0417fl tibial insert fixed sphere flex size 4/17 mm l (k121416) lot 162287: (B)(4) items manufactured and released on 25-jul-2016. Expiration date: 2021-jun-23. No anomalies found related to the problem. To date, 7 items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0025l femoral component sphere cemented size 5+ l (k140826) lot 178022: (B)(4) items manufactured and released on 10-jan-2018. Expiration date: 2022-dec-27. No anomalies found related to the problem. To date, 66 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
About 5 years after the primary surgery, revision surgery was performed due to malpositioning of the tibial tray (the tibia has tilted backward). Hinge system implanted.